Event description:
It was reported that during use with 6 bd vacutainer® eclipse¿ blood collection needle with pre attached holder the sleeve leaked and blood leaked on nurses hands. There was no patient or user impact. The following information was provided by the initial reporter: rubber sleeve leaked. 6 cases. Once nurse got blood her hands , no gloves. But patient hadn't any infections. During use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 6 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the sleeve leaked and blood leaked on nurses hands. There was no patient or user impact. The following information was provided by the initial reporter: rubber sleeve leaked. 6 cases. Once nurse got blood her hands , no gloves. But patient had't any infections. During use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-14. H.6. Investigation summary: bd received 25 samples for investigation. Ten (10) of the samples were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10